Event description:
It was reported that the patient presented in the emergency room experiencing ventricular tachycardia which was treated by the implantable cardioverter defibrillator (ICD). Upon interrogation of the ICD, it was found out that the right atrial (ra) lead was oversensing noise. The ra lead was capped and replaced on (B)(6) 2022. The patient's condition was stable.